Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the rite (returned instrument test evaluation) failure. The external inspection was performed and the device passed. The internal inspection that was performed failed, but for an unrelated issue. The rite electrical testing passed with no issues. During the evaluation, the fluid was transferred outside of the rite specified limits and the volumetric accuracy test that followed, showed that the device had failed. However, when a test article, piston foam, was installed, the device passed the manual volumetric accuracy testing. The original piston foam was removed and inspection revealed that it was too deteriorated to be placed back and the door piston was cracked at the top of the right disposable chamber and at the side of the left disposable. The evaluation concluded that the cause of the failed fluid volume accuracy testing was the deteriorated piston foam and a cracked door piston. The piston foam and the door piston were to be replaced. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed rite (returned instrument test/evaluation) testing for fluid volume accuracy. Device failed during evaluation, no patient involved.